Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6) medical center the customer reported via the emergency support program that a cardiosave intra aortic balloon pump (iabp) generated a gas gain in iab circuit alarm during use. The nurse verified the connections and switched the patient to a new balloon pump, which functioned normally. Esp personnel assisted by confirming there was no blood in the helium tubing, all connections were secure, and no kinks were present. The alarm function, possible causes, and troubleshooting steps were explained. The nurse was advised to contact esp if the alarm recurred frequently. No patient harm or injury was reported.

Event description:
It was reported by the customer through emergency support program that the cardiosave intra aortic ballon pump(iabp) gas gain alarm on a cardiosave during use. Nurse stated that alert gas gain in iab circuit. Nurse checked connections and just switched to a new balloon pump which is now working fine. Esp personnel had him verify there was no blood in the helium tubing, all connections were secure and appropriate and that there were no visible kinks in the line. Esp personnel explained the nature of the alarm and several reasons it could be triggered. Also discussed troubleshooting steps should it happen again. Esp personnel encouraged nurse to call him should the alarm go off several times in an hour so that we could troubleshoot together. Nurse was appreciative of the support. No harm or injury to the patient was reported.